Event description:
It was reported that the patient had a new implantable neurostimulator (ins) implanted 6 days ago and continued to have issue with urine gushing out during the night and had a bowel movement every time they urinated. It was noted that the patient had tried increasing stimulation but that did not seem to help. The manufacturer representative told the patient not to change programs until they met with their health care provider (hcp) tomorrow. It was stated that the patient hadn't taken oxybutynin since they got their new ins to see if it was helping them without it. It was reported that the patient believed the hcp changed both the lead and the ins and the hcp told them they found a good nerve and they thought they changed it to the other side. The patient wouldn't say the current ins had improved their symptoms by 50 percent. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had to wait for 3 weeks until they could try 3 more programs. It was later reported that the patient was having CT scans for their "bowel problems." The patient was unsure if the bowel issues were related to their device or not. The patient stated that they had been having a problem with their bowel for about a year and medications hadn't helped. After the patient's device was implanted in (B)(6) 2014, and it was not working like it should and it was put in to try and work on the bowel. It was noted that their bowel problems with their current device were worse than with their previous device that was implanted in 2009. It was stated that their current device was not working and they needed to get it adjusted for the bladder pretty soon, but they were trying to take care of the bowel problems first.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0hxrq, product type; lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).